Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon removed a 13.7mm vticm5_13.7 implantable collamer lens, -10.00/+3.0/100 (sphere/cylinder/axis), from the vial and upon inspection noted the lens was damaged. The lens was not used and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was due to the device.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon noted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -10.00/3.0/100 (sphere/cylinder/axis) was "damaged" on 03/aug/2022. The damage occurred during loading and was noted while removing from the vial. There was no patient contact. Reportedly "the doctor found the lens damaged when she took it by foam tip from the vial. They normally see the lens through microscope before loading. So, the doctor found the lens was "damaged" at the beginning." On the same day a lens of the same model/length was implanted into the patients right eye (od) and the problem was resolved. Status of the eye: "good vision after using the back up lens (same diopter and cylinder)". The cause of the event was the device. Cause details: "found that lens tear/break while removing from the vial, did not implant this lens". Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).